Event description:
When dr (B)(6) went to use the device to clip the cystic duct, it did not fire correctly. He released the grip and the clip deployed into the instrument tip. Then did not fire correctly it was not until the third clip that the device loaded and clamped correctly.